Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/20/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: white particles were discovered on the inner and outer surfaces of the device. A wear abrasion and creases were found on the device. A linear opening was discovered on the posterior side of the shell. No blockage was found in the diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.